Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not required.

Event description:
Clarification: the procedure was a vertebral body replacement (vbr). The surgeon had asked for a change in the end cap angles.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with mf655t - modulift vbr sz.m modular 30-40mm. According to the complaint description, the end caps could not be removed during the engagement with the removal tool provided. There was no described patient harm. This malfunction prolonged the surgery for 5 minutes. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).